Event description:
A (B)(6) result was obtained on a patient sample on an advia centaur instrument. The (B)(6) result was not reported to the physician(s). The sample was rerun immediately after the (B)(6) result and rerun the next day, and the rerun results matched. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
(B)(4). Additional information ((B)(4) 2013): the customer reported that they had obtained additional discordant, (B)(6) results on patient samples after the initial service visit. A siemens field service engineer (fse) was dispatched to the customer site. The fse readjusted the sample probe cuvette bottom position, replaced the sample air pump assembly, and replaced the printed circuit board sample pressure sensor. The fse calibrated the instrument, ran quality controls, and ran precision, all of which was within range. An additional (B)(6) was obtained after the service visit, and on another date the (B)(6). The instrument was replaced on (B)(6), 2013.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, and did not find an instrument malfunction. The fse ran twenty replicates of quality controls, which were within range. The cause of the (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.